Event description:
It was reported the drill bit tip fractured off during surgery with no impact to the patient. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. A visual inspection was conducted on the returned blade. The blade shows signs of multiple uses including heavy marking/ scratching on the blade surface. Further inspection showed that the blade tip had fractured. The fractured tip was not returned. A determination cannot be made as to what caused the blade to fracture. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The reported event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.